Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of tubing detachment of with four infusion sets. The event occurred between 16-jun-2024 and 16-aug-2024. The tubing was detached from the connector. Infusion sets were used between less than a day to one full day. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.